Manufacturer narrative:
The instrument was visually inspected under a microscope and compared to the master model. There is no evidence of material defect or manufacturing error. Visual inspection found the tip and handpiece body had separated. The instrument was re-assembled and tested with a water-filled syringe. Unable to duplicate failure. Cannot determine why or how the tip became dislodged.

Event description:
The user facility reported the instrument came apart while it was in the patient's eye. Additional information: event occurred at the end of the case during cleanup. The fragment was removed from the patient's eye during the initial surgery. No additional medical intervention was required. There was no impact to the patient, recovered normally.